Event description:
The user had no benefit with the device. Per vigilance declaration from the clinic, the user was implanted in (B)(6) 2023. On (B)(6) 2023, following the user report of "scraping metal noises" perceived with his implant, a test was performed, showing that some electrodes were extra-cochlear. The user has been re-implanted. After the reimplantation surgery, imaging was done and showed that the electrode array was well in the cochlea.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. This is a final report.

Event description:
The user had no perception with the implant system. Per vigilance declaration from the clinic, on (B)(6) 2023, after the user reported perceiving scraping metal noises with his device, reportedly a test was performed showing some electrodes being extra-cochlear. The user has been reimplanted with a new device on (B)(6) 2024.

Event description:
The user had no perception with the implant system. Per vigilance declaration from the clinic, on (B)(6) 2023, after the user reported perceiving _scraping metal noises_ with his device, reportedly a test was performed showing some electrodes being extra-cochlear. The user has been reimplanted with a new device on 30-jan-2024. The user has good benefit with the device since reimplantation.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. The concerned device was explanted but has not been received for investigation yet.